Event description:
During surgery, it was found that the single sided tensioner could not give tension. Thus, the surgeon cut the beads off the cable and used the other type of tensioner.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.